Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The customer is concerned with test results obtained of 50mg/dl. The expected fasting blood glucose test result range is 120-125mg/dl. The customer did report symptom of feeling shaky. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is 11/10/2019 the meter memory was reviewed for previous test result history: result 1: 135 mg/dl date: (B)(6) time: 8:53am non-fasting; result 2: 70 mg/dl date: (B)(6) time: 7:07am fasting; result 3: 58 mg/dl date: (B)(6) time: 6:02am fasting; result 4: 51 mg/dl date: (B)(6) time: 2:21am non-fasting; result 5: 47 mg/dl date: (B)(6) time: 2:14am non-fasting; result 6: 50 mg/dl date: (B)(6) time: 7:09pm fasting.